Manufacturer narrative:
The device log files were provided to technical support for evaluation. A review of the log files confirmed the presence of a technical failure 300 alarm as reported. Based on the findings, it was suggested that the customer replace the batteries and the inspiration block. A field service engineer (fse) was dispatched to the customer's site to evaluate and repair the device. The inspiration block and batteries were replaced, the unit was calibrated, and circuit testing was conducted successfully. The unit passed all original equipment manufacturing (OEM) specifications and is ready for use.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported the device experienced a technical failure 300- device in failsafe. No patient involvement was reported.